Event description:
Pt had to have surgery repeated because synthes screw that had been implanted broke. 1 plate - 450.120, 4 large screws, 2 bone screws, 2 heads were removed. Screws not implanted in this facility.